Event description:
The patient's original implant was another manufacturer¿s stent graft system on an unknown date. An endurant aortic cuff was used in the proximal aortic neck and an aneurx aortic cuff was implanted in the left iliac limb for an unknown reason. Vessel morphology at the time of implant was not reported. The physician reported that at the time of the implant of the endurant and aneurx devices, the patient had a 14mm bare metal stent in the left external iliac artery, however, due to the patient obesity another manufacturer¿s bare metal stent was not visualized. The aneurx iliac cuff was implanted however it did not fully expand due to aneurx stent graft being implanted within the bare metal stent. It was reported that there is a distal type I endoleak, since the aneurx stent graft could not fully expand. The physician elected to embolize the left internal iliac and implanted a 16x13x93 endurant iliac limb left iliac artery and the distal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (patient's obesity); caused by another drug/device (other manufacturer's previously implanted stent constricted the stent graft). Conclusion: device failure/lack of effectiveness related to patient condition (patient's obesity led to poor visualization during implant); another device caused failure (other manufacturer's previously implanted stent constricted the stent graft).